Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the customer's reported issue. The fse replaced the scroll compressor and filters then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and he iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed " iab catheter restriction".

Event description:
It was reported that during use on a patient, while patient got body movement in bed, the cardiosave intra- aortic balloon pump (iabp) prompted "iab catheter restriction" alarm.